Event description:
A monopolar cautery cord was plugged into the monopolar 1 connection of the electrosurgical unit (esu) for the foot pedal function and hooked up to monopolar set at 30 coag. When the doctor stepped on the foot pedal, the accessory cord sparked and flamed at the base of the cord (not by the patient). The fire was contained to the cautery cord which was immediately removed from surgery. There was no drape fire and no injury. The surgeon was able to continue the procedure with a new cord and there were no complications. Patient taken to recovery in stable condition. Biomedical engineering examined the accessory cord and found it to be completely severed near the distal (accessory) end of the cord. The esu was tested and found to be operating within specifications. The equipment room does have a process in place to conduct continuity testing on each accessory cord prior to placing the cord back in use. It is unknown as to whether or not this particular cord was tested. The equipment room staff has been reminded of the importance of conducting continuity testing on each of the accessory cords. The or staff was reminded of the proper technique for plugging in and unplugging electrical cords. The or staff was reminded to check the cords for patency before use.